Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed lesion was located in the calcified and severely tortuous middle right coronary artery. A 3.50 x 38 mm promus element plus stent was unable to cross the lesion. During the removal of the device the guiding catheter was "tucked in" and as a result the proximal edge of the stent was deformed. The device was exchanged with a 3.0 × 28 mm promus element stent and it was deployed at distal side of the lesion. A 3.5 × 14 non bsc stent was deployed at proximal side of the lesion. No patient complications were reported and the patient's status was good.